Manufacturer narrative:
Reportedly tass causing edema is suspected as the surgeon had a number of cases that same day resulting in excessive corneal edema and inflammation. This report is for case 2 of 2 involving b+l products. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient underwent dropless cataract surgery with iol and ctr implant in the left eye and concurrent intravitreal trimoxi (triamcinolone and moxifloxacin) injection and subsequently developed asymmetrical lens vault, corneal striae and edema. Reportedly, the physician repositioned the lens on (B)(6) 2016 without complications. No other information is available. Additional information has been requested but not received.

Manufacturer narrative:
Despite multiple requests, additional information was not received. The lens remains implanted in the patient; therefore, product evaluation could not be performed. The lot number is unknown; therefore, review of device history record (DHR) could not be performed. Based on available information, a root cause for the reported event could not be conclusively determined.